Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a foreign patient who was receiving baclofen (concentration and dose unknown) via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the pump started alarming/beeping a couple of days ago. They were not hearing a single toned beep, the alarm was 2 or 3 tones and they were sure it was coming from the pump. It was noted that the patient was implanted in another country but was in the united states visiting. It was related that they stopped getting the medicine in the patient's home country, so the doctor just filled the pump with what they had, which was only halfway. It was thought that the alarm was due to the pump being out of medication. No symptoms or complications were reported. Additional information was received on (B)(6) 2018. It was reported that the patient went into a doctor's office to have the pump "scanned" and it was empty. The office ordered the medication and planned to refill the pump on tuesday. It was noted that the patient's hcp from their home country could not provide the medication to fill it.